Manufacturer narrative:
(B)(4). Batch # t5d599. Additional information was requested, and the following was obtained: can you please clarify where on the device the plastic piece was broken off from? Was the piece from the tip of the anvil/cartridge jaw? Was the piece the firing knob? Was a piece of the anvil or cartridge fork broken off? Did any piece fall into the patient? If yes, was it removed? Will all pieces be returned for analysis? Or was a piece or pieces disposed of? Response: no information about where the pieces are broken. Nothing felt into the patient, it was pre-op. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a box of a linear cutter from front view and the picture of linear cutter 55 shows two marks on the channel shroud near of closing latch operational. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the reload was unfired and with swing tab unlocked position. In addition, it was noted that the "doghouse" component was slightly dent. Further evaluation found that the channel shroud was damaged. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, during connecting the two pieces of the ntlc a plastic piece was broken. A new device was opened. There were no patient consequences.